Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0st6e, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported being up all night every hour prior to implant, and now she was only up twice a night. The trial worked and the permanent device did as well for the first couple of months. The device was helping her bowels as well. She wanted to know if therapy should be on during the day. The patient had to turn pain stimulation off to see if she could feel the interstim device. She couldn't feel the stimulation on (B)(6) 2015,, so she turned it up a little and then she felt the stimulation. It was also reported that the patient programmer pouch was too small to fit the programmer, it was tiny, and the cord wouldn't fit in it. On (B)(6) 2015,, the patient had a fall and broke her tailbone. She hadn't mentioned this to her physician. She later found out that she had full osteoporosis and that is why she broke her tailbone when she fell. She also noted having diabetes. The patient had a loss of therapeutic effect in (B)(6) 2015, noticed that she was getting up at night again, about once every two hours, and she wasn't voiding during the day as before as well. On (B)(6) 2015, the patient reported having no improvement since (B)(6). She had retention, she hardly voided at all during the day, and during the night she was up every two hours. She did not have a urinary tract infection but the fall could be related to the issue. The patient had met a manufacturer representative who changed one of her programs and told her to try it for one week. If it didn't work, there were two more programs to try. The patient did not feel stimulation and therapy was currently on and set to program 1. She switched to program 2 and asked if her other stimulation system for pain in her left hip could be interfering with this device in the right hip. She received the pain stimulation device as she was allergic to pain medications, she had to recharge the pain stimulation device twice a week due to scar tissue, and she was using it 24 hours a day due to nerve damage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.